Manufacturer narrative:
Device was used for treatment, not diagnosis. Sangkaew, chanchit (2005). Distraction osteogenesis for the treatment of post traumatic complications using a conventional external fixator a novel technique. Injury, int. J. Care injured, vol. 36, 185-193. This report is for unknown ao/asif external fixator pin/unknown lot. Unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: sangkaew, chanchit (2005). Distraction osteogenesis for the treatment of post traumatic complications using a conventional external fixator a novel technique. Injury, int. J. Care injured, vol. 36, 185-193. (B)(6). The purpose of the study is to evaluate the clinical results of post traumatic complications treated with distraction osteogenesis using an ao/asif conventional external fixator without special distraction device. This study retrospectively reviewed a consecutive series of 70 patients (63 males and 7 females) from (B)(6) 1991 to (B)(6) 2002. Average patient age was 26.8 years (range 4-54). Unknown number of patients was treated during an unknown time frame were implanted with non-synthes devices. Some of the initial surgeries were unsuccessful. The author noted patients proceeded to the facility for treatment of the following complications: nonunion (various types), malunion, infected open fractures, limbs shortening and osteomyelitis. The length of follow up ranged from 1 to 71 months (average 10.8 months) after removal of the external fixator. The amount of length gained, the angular correction and the quality of the regenerated bones were monitored radiographically. The following modes of treatment were performed: linear lengthening, acute derotation and subsequent lengthening, gradual correction of angular deformities, combined gradual correction of angular deformities and subsequent lengthening, combined acute angular correction and subsequent lengthening, and bone transportation. All of the limbs were treated with the ao/asif conventional external fixator using the ratchaprasong technique. The following complications were reported: pin breakage occurred in one case without bony consolidation in the distraction gap. This is report 2 of 3 for (B)(4). This report is for an unknown ao/asif external fixator.